Event description:
Technomed received report via third party distributor (B)(4) on 26 june 2025. The doctors was using a technomed needle on a patient, and the needle broke away from the hub. The needle was still inside the patient's skin. The doctor took measures to minimize the situation and to not alarm the patient. He had immediately put the needle and hub into the sharps container, so they do not have it to send back to (B)(4). This doctor is very gentle and doesn't put the needle very far under the skin.